Manufacturer narrative:
The pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap. The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No blank display, external ram crc or unexpected restart error alarms were noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 210mg/dl at the time of incident. Customer indicated that the battery contacts and compartment were fine and not corroded. Troubleshooting explained alarm and advised customer to remove the battery for 10 minutes, clean the battery contacts and then replace the battery into the pump, and the display returned. However, troubleshooting found that the pump excessively alarmed unexpected restart. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.